Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.